Event description:
I had a revervse shoulder replacement. It was supposed to be a day surgery, but I ended up staying for 5 days. I was released and then I had physical therapy. I was in constant pain. I kept going back to the doctor, but they said I was fine. Months later or a year my pain mangement doctor sent me for a MRI and found that I had metal floating and that the artificial joint desecrated. I went back to the surgeon and she ran metal blood work and found that I had cobalt poisoining also. They stated they could take out the artificial joint to remove the poison but the decision is up to me. So far no one has monitor this, and I'm seeking a second opinion as what this entails. So far, my vision appears ok but I'm not sure I have yet to get appointment.